Manufacturer narrative:
Product analysis: the cursor exhibited intermittent hesitation in response to stylus interaction. The stylus was replaced, and the replacement calibrated. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display had unresponsive areas. It was noted that the stylus was replaced, but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.